Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience. Engineering observed that the trigger lock, a metal component located at the bottom of the trigger, was deformed. Based on the condition of the returned unit, it is likely that the reported event was caused by deformation of the trigger lock, which is used to engage and disengage the trigger from the handle. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has recently implemented component enhancements intended to further minimize the potential for this type of event to occur. This report reflects the combined initial and final report.

Event description:
Procedure performed: "laparoscopic supracervical hysterectomy." "Locking mechanism on handle wasn't working." Additional information was received via email from territory manager, on friday 9feb2018 at 9:44 am "locking mechanism on device was malfunctioning. The blade lever was not still engaged when surgeon was attempting to unlatch it. After getting it unlatched, the doctor was then unable to lock the handle move forward. It was used for approx 6-7 activations before they opened another eb010. The remainder of the surgery was performed successfully with the second device. Patient is ok." Additional information was received via email from territory manager on tuesday 13feb2018 at 9:15 am. "Correct, the awareness date and the incident date are (B)(6) 2018." Patient status: "patient is ok."